Event description:
It was reported that the ilet user experienced elevated glucose beginning the prior evening and continuing into the day, with a device reading of 238 mg/dl after a sensor change and cartridge replacement; supplies were reviewed with focus on cartridge and infusion site, and the caller confirmed no visible insulin leaks and no kinks in tubing. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of the information provided. Investigation of this case revealed insufficient information to identify a device problem or specific component involvement, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.